Manufacturer narrative:
Philips service replaced the power supply assy larc xper and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the power supply relay was stuck, causing boot failure on an allura xper fd20 biplane. The clinical use of the system was in use. There was no reported patient or user harm.